Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
It was reported that when the pump delivered too high of a drug dose, the patient would feel sedated for most of the day. The patient now took oral medication instead, but he still got the sedated feeling for about 3-4 days since the last refill. The drugs in the pump were fentanyl and hydromorphone.